Event description:
Stapling device malfunctioned. (Eea 25) as the doctor opened and closed the aparatus it tore part of the rectal tissue. The physician then sutured the torn tissue and finished the anastomosis.